Manufacturer narrative:
Visual inspection found the probe tip broken off at approximately the 40mm graduation mark. A review of the DHR identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Scanning electron microscopy was performed. Although no definitive conclusions can be made, the results suggest the probe underwent a static failure. It was also noted that no material defects or other abnormalities were observed in this analysis. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports the tip of the probe broken during usage. No broken pieces were left in the patient. There were no adverse consequences and no resulting delay.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.